Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that no other diagnostics were performed related to the previously reported issue as the patient was incarcerated when fall occurred. The only diagnostics that could be obtained where those reported by the patient via the telephone; the patient was not accessible for a direct diagnosis. It was also confirmed that the fall occurred on the previous friday, and afterwards, the device lost effectiveness. The patient experiencing a shocking sensation in their chest/heart area was also reiterated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was unwanted sensations when the stimulator was used. The patient reported a loss of effective therapy after a fall. The patient reported a fall on the previous friday after which the device lost its effectiveness and the patient started to feel shocking sensation to chest/heart area. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was reported as related to the leads which were connected to the implantable neurostimulator (ins). Interventions included explanting and not replacing the entire system. The event resulted in an unscheduled clinic or office visit. The outcome was resolved without sequelae. Relevant medical history included: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.